Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(6), was evaluated following the reported event of an exchange after a pump stop. A review of the submitted backup controller log file (c9251107) spanned approximately 20 days (15jul2017 ¿ 01aug2017, 18may2020, and 25sep2023 per time stamp). On 25sep2023 at 07:13:45, the backup controller gets connected to the driveline confirming the primary exchange. Shortly after, the pump struggled to maintain the set speed while connected to batteries resulting in low speed operations and pump stops. These speed fluctuations continue through the remainder of the log file. No other notable alarms were active in the log file. The hmii system controller was not returned for analysis. Additional information provided stated that a driveline repair did not resolve the alarms. The patient underwent a pump exchange. The reported pump stop event could not be correlated to an issue with the controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged. The log files from the new system controller were submitted and captured the controller exchange and then multiple pump stops, low voltage hazards, and low flow events that occurred throughout the log on battery power and on an ungrounded cable. The system controller had half of the green circle illuminated. There was an area on the driveline that was bent by the pocket controller. There was some thinning of the metal shielding that surrounded the wiring. When the bent part was straightened, the alarms ceased. A phase to phase short was confirmed and the external portion of the driveline was replaced with no issues. The patient was placed on a grounded cable and performed several torso movements with no alarms. Several hours later the patient had pump stops on the grounded cable. They were placed on an ungrounded cable and monitored. The last pump off event was noted in the log files when the patient was connected to a grounded patient cable and no further alarms were seen. The first system controller was exchanged due to flashing lights on the pocket controller with no green arrows illuminated, suggesting the pump was not on. The alarms resolved from 20-30 minutes then there was a low speed, low flow, and pump off. The driveline was attempted to be externally repaired but there were still pump off episodes. The pump exchanged occurred on (B)(6) 2023. Related regulatory reference report MFR # 2916596-2023-07204; 2916596-2023-07206.